Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose levels were 400 mg/dl to 500 mg/dl, 496 mg/dl and 300 mg/dl. The customer also had been hospitalized due to high blood glucose level and got the gall bladder removed. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer treated high blood glucose level with a bolus and injections. The insulin pump was on automode at the time of the incident. The insulin pump will not be returned for analysis.